Event description:
Treatment of an aneurysm. It was reported the mid-section of the pipeline stayed flatten after deployment. While manipulating the pushwire to the open the device, the pushwire broke off. Several attempts were made to retrieve the broken segment with a snare and an alligator retrieval device, but without success. A balloon was used to open the device and the broken segment of the pushwire remained in the patient. No patient injury reported.

Manufacturer narrative:
The proximal segment of the pushwire was returned for evaluation. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).